Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. The warning section of the IFU states ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ hernia recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2011, the patient underwent surgery for the repair of a complex incisional hernia. As reported, the patient's hernia was repaired with a bard/davol composix kugel mesh measuring 5.4in x 7in, lot number hjva1551 (note: lot number not valid), (B)(4). It is alleged that on (B)(6) 2013, the patient underwent surgery for the removal of her alleged failed kugel mesh, as well as repair of a recurrent incisional hernia. As reported, during the operation, the surgeon noted that the mesh had infected the patient's abdominal wall and the kugel patch was dissected and removed. As alleged, the patient suffered severe and debilitating injuries and has suffered and will continue to suffer physical pain due to the alleged defective kugel patch.

Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the device may have caused or contributed to the events as alleged. The warning section of the IFU states ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ hernia recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. Addendum #1: this supplemental emdr is being sent to provide the lot number for the composix kugel device. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Addendum #2: h11: this supplemental emdr is submitted to document additional information provided, to correct the implant date, event date and explant date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 1 year 6 months post implant of composix kugel mesh, obese patient was diagnosed with adhesions, infection and hernia recurrence thereby underwent repair with mesh explant. The instructions-for-use supplied with the device list adhesions as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It is alleged by the patients attorney that on (B)(6) 2011, the patient underwent surgery for the repair of a complex incisional hernia. As reported, the patient's hernia was repaired with a bard/davol composix kugel mesh measuring 5.4in x 7in, lot number hjva1551 (note: lot number not valid), reference number (B)(4). It is alleged that on (B)(6) 2013, the patient underwent surgery for the removal of her alleged failed kugel mesh, as well as repair of a recurrent incisional hernia. As reported, during the operation, the surgeon noted that the mesh had infected the patient's abdominal wall and the kugel patch was dissected and removed. As alleged, the patient suffered severe and debilitating injuries and has suffered and will continue to suffer physical pain due to the alleged defective kugel patch. Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with recurrent incarcerated abdominal incisional hernia thereby underwent open repair with the implant of composix kugel mesh. Per operative notes, ¿multilobed hernia was found in the midline, the contents of the hernia found to be loop of colon and omentum. These were reduced into abdomen and fascial defects were cleaned. A composix kugel prosthesis was then placed in the subfascial area and sutured to the anterior abdominal wall.¿ (B)(6) 2013 - patient was diagnosed with infection and recurrent incisional hernia thereby underwent laparoscopic repair with implant of allomax mesh (device #2) and explanted composix kugel mesh (device #1). Per operative notes, ¿the rectus muscle was divided to separate the infected mesh (device #1) and abdominal fascia from the abdominal wall. The bowel adhesions to the mesh were taken down. The mesh was incised, and there was large amount of purulent material. All fascial defects were connected through the midline and a allomax mesh (device #2) was advanced into the wound, deep to the rectus muscle placed bilaterally but superficial to the posterior rectus sheath closure and sutured.¿ attorney alleges that the patient had infection, pain, hernia recurrence, dehiscence, erosion and needed additional surgeries to remove or repair.

Manufacturer narrative:
Addendum to the previous report. This supplemental emdr is being sent to provide the lot number for the composix kugel device. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.